Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received and evaluated. Visual observation reveals the implants were still within the channel. Upon functional testing, both implants were able to be released. However, the trigger was found to be slight sticky initially while deploying first implant. The reported condition was not replicated. Since the trigger was slightly sticky during first implant deployment which might have caused the reported complaint condition during surgery. Hence, the complaint can be confirmed. No definitive root cause could be determined. A manufacturing record evaluation was reviewed, no non-conformances were identified for the reported part 228162- lot 5l82004 number combination. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a meniscal repair two truespan meniscal repair system plga 24 degree malfunctioned during case, one would not fire initially, the second seemed to have internal malfunction, trigger seemed to break upon attempting to fire the first backstop. They opened another truespan device to complete procedure with no surgical delay.